Manufacturer narrative:
Two used samples #nc100, neutron¿ were returned by the customer for evaluation. As received, there was no physical damage or anomalies were observed. No mating device was returned for evaluation. Each of the two neutrons were tested as per procedure finding no internal, external leaks or anomalies after the test. Complaint of product incorporate / allows air passage cannot be confirmed or replicated. D9 - date returned to mfg: 06feb2024.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
A patient reported air small bubbles in the clear tubing of both lumens of his newly inserted central venous access device (cvad) when connected to a neutron¿ device during the evening of (B)(6) 2023. The patient arrived at the cci on 07-nov-2023 for assessment. The air bubbles were aspirated from each lumen, prior to performing line care. The patient stated that he did not have any other or new acute onset of symptoms since his cvad insertion on (B)(6) 2023. There was no unexpected or prolonged care and no harm as a result of this complaint/event.

Manufacturer narrative:
The complaint of product incorporates/allows air passage on item (B)(4) cannot be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The DHR reviewed couldn't be performed due to lot number for this complaint was unknown.